Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced diaphragmatic stimulation all night from this left ventricular (lv) lead after the output programming was increased by a healthcare provider. The patient was noted to be coming back into the clinic the following day for additional reprogramming. The lv lead was subsequently surgically abandoned and replaced approximately ten months later due to a failure to capture. No additional adverse patient effects were reported.